Event description:
A (B)(6) male pt called zoll customer support to report that his monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the power-up failure was isolated to shorted 3.3v and 1.8v power supplies in u1003 programmable logic device (pld) on the monitor c/a board. The root cause for the shorted power supplies could not be positively identified. No adverse event resulted from the shorted power supplies. The pt received a replacement monitor.